Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the patient's inflammatory reaction has resolved and there was no need to explant the istent. No additional information is available.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Inflammation, corneal edema, and iop elevation are listed in the labeling as known inherent risks of glaucoma stent and cataract surgery. (B)(4).

Event description:
The patient developed an inflammatory response with iop elevation postoperatively and the surgeon is considering explanting the istent. The surgeon conferred with our medical monitor and the following additional information was provided. The patient is 3 weeks postop with persistent inflammation and corneal edema and iop requires multiple glaucoma medications to control. Surgery was uneventful. They discussed possible etiologies, which include: retained lens material, infection, stent malposition in ciliary body or snorkel rubbing the iris. The surgeon plans to examine the stent. Additional information has been requested.